Event description:
It was reported that a 36-year-old caucasian female who underwent breast augmentation revision with a 405cc mentor memorygel boost breast implant experienced right sided baker grade iii capsular contracture post procedure and bilateral ptosis post procedure. The capsular contracture was diagnosed at the physician¿s office. As a result, mastopexy and replacement with 585cc mentor memorygel boost breast implants was preformed on (B)(6) 2023.the right sided capsular contracture was reported initially under 1645337-2023-04767. On october 26, 2023 mentor received additional information and initial awareness of bilateral issues. This report relates to the left prosthesis.

Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the returned device. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device 9760363 number, and no non-conformances were identified. Reason for device explant and/or reoperation: ptosis. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).